Event description:
A caller reported experiencing continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who guided them through resetting the pump, and the issue was resolved without the error reoccurring.